Manufacturer narrative:
G4: 18oct2019; b4: 22oct2019. MFR. Report #:2031642-2019-09885 is a duplicate of an event previously reported under MFR. Report. Any additional information will be submitted under the initially reported MFR. Report. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the unit declared an oxygen device failure and oxygen not available failure with the issues occurring since the unit was new. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30sep2019.

Event description:
It was reported that the unit declared an oxygen device failure and oxygen not available failure with the issues occurring since the unit was new. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported.